Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with extraneal viaflex and physioneal, unspecified product (lot numbers not reported) therapies. On (B)(6) 2008, the patient began treatment with extraneal viaflex and physioneal, unspecified product (dose, frequency and lot numbers not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The patient was not hospitalized. It was unknown if the patient was treated with antibiotics. The root cause and the outcome for peritonitis were unknown. Extraneal and physioneal therapies continued. The patient's concomitant medications were not reported. The nurse did not provide an assessment of causality for the event of peritonitis in relation to extraneal and physioneal therapies.